Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 46 mg/dl with blurred vision, confusion, difficulty speaking, severe dizziness and unsteadiness when standing and walking associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the patient had kidney disease. It was determined that the low bg was a result of over treating a high bg. This complaint is not being reported because the patient allegedly experienced hypoglycemia as a result of use error.